Event description:
The information received indicated that the patient had unspecified stents placed in an unknown vessel. On an unknown date the patient had a clot in his stent. Treatment included plavix. No further information is available.

Manufacturer narrative:
The wife of a consumer requested help with payment for plavix via email and additionally reported adverse events. The consumer had unspecified stents placed in unknown vessel on unknown date. On unknown date the consumer experienced a clot in his stent. Treatment included plavix beginning on unknown date. No further information is available. Based on the lack of information regarding the reported clot in the unknown stent, no further analysis or conclusion can be made regarding a relationship to a cordis product. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days from receipt.